Manufacturer narrative:
A visual examination of the returned device revealed the tip of the inner shaft was broken off, there was damage to the cutting edge tip of the inner and outer shaft, and the inner and outer shaft were slightly bent. The device failed roll testing due to the slightly bent shafts. Based off of the observed damage, the root cause was determined to be either the arthroscopic cutter may have come into contact with staples, clips, or another metal object resulting in damage to the blade; or, excessive lateral forces exerted on the device during clinical use may have caused damage to the device. Stryker sustainability solutions' instructions for use states: "do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." The device history record for the reported device indicates that the cutter passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that a piece of the arthroscopic cutter broke off during the procedure and fell into the patient. The piece was retrieved with graspers and there was no patient injury reported by the user facility.